Event description:
This was a procedure conducted in the ep lab to remove a malfunctioning ICD lead (rv lead implant date (B)(6)2006). An arterial line was placed and fluoroscopy utilized throughout the case. The lead was prepped with a lld-ez and the md began lasing with the 14f sls. Due to severe fibrosis at the innominate junction, the lasing progression stopped at the proximal coil. The md applied increased force on the sls and outer sheath, moving around the svc into the atrium. The pt's arterial blood pressure dropped from 110 to 70, the md continued to lase in the ventricle and the pt's pressure decreased to 30. At that time the CT surgeon and the operating room team were called. An emergent transesophageal echocardiogram was performed showing a tear in the svc. The CT surgeon performed a left sided thoracotomy and the svc injury was repaired within 10 mins. Unfortunately the pt was unable to recover hemodynamically and expired on the table. No devices were retained for return analysis, as they were disposed of immediately after use. An internal lhr of 3 lots closest to the procedure date (500-012/lot # clsf01n, c10e05c, c10e03b) were done with no abnormalities or non-conformances found.